Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. The receiver was charged and booted successfully. A "try it" sound test was performed and passed. A receiver functional test was performed and passed. The receiver case was opened for visual inspection and passed. The speaker resistance was measured and was within specification. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had no audio output. The patient experienced a hypoglycemic event and lost consciousness while driving. He had not received an urgent low audio alert when his blood glucose decreased. An ambulance was called, treated the patient with glucose and transported him to the hospital. The patient was treated with additional glucose at the hospital and released approximately an hour later. It was unknown who found the patient and who called the ambulance. At the time of report, the patient was in stable condition. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.